Manufacturer narrative:
The analyzer operator was provided phone support troubleshooting assistance by service personnel and was able to resolve the leak via replacement of broken tubing through valve vl7. The analyzer was then confirmed as operational.(B)(6).

Event description:
The customer reported an uncontained leak of approximately 10 ml of fluid from the left front of a coulter lh 780 hematology analyzer. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat when the leak was discovered, and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.